Manufacturer narrative:
(B)(4). (B)(6). The device was evaluated at the customer site by a baxter service technician. A power on self test revealed the reported f_94 alarm. The cause of the alarm was determined to be a damaged main battery. In order to address the reported condition the main battery was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f_94 alarm. It is not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.